Manufacturer narrative:
A5a./5b.): patient''s ethnicity/race unk b7): other relevant history unk h3/h6): the device was not returned, thus no investigation could be completed, and the reported complaint could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a lesion in the superficial femoral artery (sfa). A philips quick-cross support catheter was used to treat the patient. After the quick-cross was removed from the patient, it was reported that the radiopaque marker bands detached from the catheter. Two marker bands remained on the catheter, but one was present within the patient. The physician successfully retrieved the marker band, and the patient survived the procedure with no reported harm. This report captures the quick-cross in which the marker bands detached, requiring intervention for retrieval of one marker band from the patient.

Manufacturer narrative:
Corrected to product problem (from adverse event and product problem). Additional/corrected information provided. The device was returned to the manufacturer 11mar2024. The device evaluation and investigation was completed 25mar2024. Corrected to malfunction (from serious injury). The quick-cross was returned for evaluation. Visual inspection found chatter marks along the lumen and deformation at the distal tip, consistent with use of the device. In addition, all three marker bands were present on the quick-cross (initial report stated a marker band detached, requiring retrieval). The proximal and middle marker bands both moved from their specified locations but could not be removed over the distal marker band or the distal tip. The proximal marker band had slight flaring and deformation. No damage was observed on the middle marker band. The distal marker band was noted to be in good condition and was not detached from its specified location. No portion of the quick-cross was missing. H6): based on device evaluation and investigation, the cause of the damage could not be established. It is unknown what object was retrieved from the patient during the procedure. Heic code corrected to 2199 (from 4641). Type of investigation code 10 replaced (from 4114). Investigation findings code 3243 replaced (from 3221). Investigation conclusions code 4315 replaced (from 67). All other codes remain applicable as listed in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a lesion in the superficial femoral artery (sfa). A philips quick-cross support catheter was used to treat the patient. After the quick-cross was removed from the patient, it was reported that the radiopaque marker bands detached from the catheter. Two marker bands remained on the catheter, but one was present within the patient. The physician successfully retrieved the marker band, and the patient survived the procedure with no reported harm. Device evaluation confirmed that all three marker bands were present on the quick-cross device. Therefore, there was no intervention for retrieval of a marker band, as stated in the initial MDR. This report is being submitted out of an abundance of caution, to capture the quick-cross marker bands that detached but remained on device, potential for harm.